Event description:
On (B)(6) 2013, patient reported the infusion sets have leaked insulin during use. The headsets are inserted with an insertion device, and there is no scar tissue or bruising at his sites. He practices site rotation and changes the headset every 3 days, and he does hear an audible click when the infusion set is connected. Further, the infusion set self-adhesive does not stick correctly, there has been blood in the cannula, and the infusion device has displayed e4 occlusion errors. There have been no external influences on his sites. The alleged infusion sets were discarded, and he was sent replacement product and adhesive dressing. No blood glucose concerns were reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Manufacturer narrative:
Since no material has been returned from the customer and the lot number is unknown, no investigation could be performed. Therefore, the complaint cannot be verified. Device was not returned to manufacturer.